Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the tip of the viper universal polyaxial driver sheared off from the instrument. The condition was found during returned loaner kit inspection. No other information is available. It is not known when/where tip breakage occurred.

Manufacturer narrative:
The viper universal polyaxial driver was returned for evaluation. Visual inspection revealed that the head of the driver was sheared off at its base. The second half of the driver tip was not returned for evaluation. Fracture analysis found evidence of plastic deformation at the hex lobes and torsional shear markings following a circular pattern around the cannulation. This suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the viper universal polyaxial screwdriver was performed on its specific product code as this device is not a part of a device family. This analysis found no systemic trends that require immediate action. The root cause cannot be positively identified however fracture analysis found evidence of a quasi-static torsional shear failure. No corrective and preventive action is necessary at this time as there has been no issue identified in the manufacturing or release of this device. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.